Event description:
On (B)(6) 2012, the pt reported being hospitalized on (B)(6) 2012 due to elevated blood glucose of 400 mg/dl. Her normal blood glucose level is 120 mg/dl. She was treated in the intensive care unit with an insulin IV and she was also treated for low potassium (type of treatment unk). She was released from the hospital on (B)(6) 2012. She stated that on the day of the event, she smelled insulin and suspected a leak but she was not able to confirm this. She stated that she may have smelled insulin due to priming the infusion tubing to remove an air bubble. She also stated the infusion set may have become disconnected but she cannot be sure. The adapter had been in use for 2 years. At the time of the report, there was an air bubble in the insulin cartridge and she was assisted in removing it. She does not know what caused elevated blood glucose readings. The insulin cartridge was requested to be returned for eval.